Event description:
A hospital in (B)(6) reported a patient suffered a multiragmentary diaphisys humerus fracture and a long multiloc nail was used to implant him. During the surgery, the doctor needed to ream the narrow intramedullary chanel starting with a flexible 6 mm diameter ream. In the process, and under x-ray control, the distal part of the reamer was seen split from its shaft. With the reaming rod and the surgeon's ability it was possible to take out the distal part, which was situated distal to the fracture, without any apparent damage to the patient. The surgery was continued, and it was possible to ream again with higher diameters, and the final insertion of the nail. Prolongation of operation time approx 15 to 20 minutes. This report is #1 of 1 for complaint (B)(4).

Event description:
This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates that the product was received with the head of the reamer broken off. Along the entire shaft and on the end of the reamer are scrapes and ding marks. The material of the flexible shaft was determined to be within specifications. The instrument conformed to all dimensional specifications at the time of manufacturing. The reamer withstood the specified amount of torsional force. The diameter of the reamer and its cannulation were confirmed to be within specification, however the outside diameter of the reamer head where it attaches to the shaft is slightly undersized but this dimension is probably not critical in how the reamer head attached is to the flexible shaft. This complaint is deemed indeterminate from a manufacturing position. Device history record manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Patient ID: (B)(6). Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.

Manufacturer narrative:
This device was used for treatment, not diagnosis.(B)(4)